Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patients laa. A 27mm watchman ® laa closure device & delivery system (wds) was introduced; however it could not be advanced due to a kink near the physicians hand on the was causing resistance. The was exchanged for a new one. They attempted to advance the same 27mm wds; however, resistance was encountered again and the wds was removed. While the team was discussing options, an air embolism was observed heading to the appendage. They traced the air back to the flush line through the was. The set-up of the flush line was a pressure bag versus an infusion pump, therefore when the bag ran out it pushed air in. The procedure was aborted. They attempted to aspirate the air out and into the was which was not successful. They had to pull the was back; the air in the left atrium then transferred to the left ventricle and became entrapped in the left ventricle. The patient's blood pressure (bp) dropped and st elevation was noted on ECG. The patient was stabilized with CPR and bp support via anesthesia. The air was not completely resolved. The patient was transferred to ICU for further monitoring. The patient remained intubated and hospitalized for observation. When the patient was extubated they had some mild left sided weakness, but they were in good condition overall.